Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately six years five months post vena cava filter deployment a CT scan demonstrated the filter tilted and a limb penetrated the duodenum in the left iliac artery. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years and five months post vena cava filter deployment, computed tomography scan demonstrated that the filter tilted and struts perforated the duodenum in the left iliac artery. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years and five months post filter deployment, computed tomography (CT) revealed that 9 mm strut penetrates and contacts the duodenum, and 11 mm strut penetrates and contacts the left iliac artery. There was 12 degrees of tilt and the apex was not contact the wall. Eventually one month later, the patient presented for filter removal. Through the right internal jugular vein, a bentson wire was placed under direct fluoroscopic guidance to go into the inferior vena cava. Using 18-french sheath and was able to collapse the filter in 18-french sheath. The filter was removed with all its legs intact. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for the filter tilt as the medical states, ¿there was 12 degrees of tilt and the apex was not contact the wall.¿ based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.